Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported events was isolated to the over torqued inner coil in the connector region which led to an internal short.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited failure to capture and failure to sense. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.